Event description:
While positioning the limb for deployment, the contralateral limb prematurely deployed. A balloon was used to pull the limb to the iliac and a wall graft was used to obtain a seal. The graft was successfully implanted.